Event description:
Rptr was having a simple robotic procedure. Dr inserted trocar and it punctured the mesenteric wall, posterior and anterior, perforated straight through the aorta and small intestines. She lost 3500 ml blood, was placed in ICU for 4 days for this supposed 1 day procedure. She woke up on a ventilator, had a ng tube and was hospitalized 6 days. She had a laparotomy for the extreme hemorrhage with 17 pints of blood transfused. All drs' reports indicate a trocar injury. The physician didn't know she had punctured the aorta. Rptr now has heart problems and kidney problems. Procedure performed at winthrop hosp in (B)(6).

Event description:
Add'l info received from reporter (B)(6) 2011: I went for a robotic/laparoscopic hysterectomy. During the procedure, my aorta was punctured through and through, small intestine punctured (required dissection, puncture to mesenteric and peritoneal lacerations.) I was transfused with 17 pints of blood, and was in intensive care unit hospitalized for 6 days - this was a life threatening event.